Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings:the keypad was found to be intact; no peeling or damage was observed. The pump powered on with a blank display. Unrelated to the keypad issue, investigation revealed that there was moisture visible behind the display lens. The complaint of under-responsive keypad buttons was not able to be investigated due to the blank display and moisture contamination. Also unrelated to the complaint, the battery compartment was observed to be cracked in the thread area and the pump case was cracked in the right hand corner of display area. The keypad was removed and no contamination was found under the button contacts. A leak test was performed and showed leaks at the battery compartment crack and pump case crack. The pump case was removed and there was evidence of moisture contamination on the keypad flex cable/connector and throughout inside of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.